Event description:
Per the audiologist, the patient showed poor auditory performance when using the cochlear implant system. Exchanging the external equipment did not alleviate the problem. Results of multiple integrity tests done in 2005, 2006, and 2008, were consistent with normal receiver/stimulator function with multiple anomalous electrodes. The patient's sound processor program has been adjusted periodically, deactivating the anomalous electrodes. Explant/reimplantation surgery is scheduled for sometime in 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.